Manufacturer narrative:
Exemption number e2019001. The device was returned. The reported inability to close the clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. It should be noted that the intended use section of the mitraclip system, instruction for use (IFU) states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. Based on the information reviewed, a definitive cause for the reported clip close inability could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Device code 1494 added.

Event description:
The following information was received: there was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip not completely closing more than 50 - 60 degrees. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with grade of 3. The clip delivery system (cds) was advanced and grasping was performed successfully but the clip did not close more than 50-60 degrees. The physician decided to deploy the clip reducing tr to 2. The patient remained stable and results were satisfactory. No additional information was provided.